Manufacturer narrative:
(B)(4). Add'l date / failure investigation: cause of failure is determined to be customer caused. Customer spilled IV fluids onto the ups power supply, which ingressed into the electrical components. The component showed no evidence of burning.

Event description:
Customer report of smoke from the ups power supply on the pas device. Customer denies observing any spark or frame. Pt was present. There was no harm to the pt or any user.